Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the infusion set and cartridge. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check using the current supplies on the pump and the occlusion appeared to be possibly within the cartridge.